Event description:
It was reported to philips the device had a black screen problem when monitoring a patient. The clinical procedure was stopped. Another device was used to finish treatment. There was a delay in rescue. Additional details were requested regarding if the user was attempting to shock a patient during life saving therapy, however, the customer could not provide any additional information. As there was a delay in rescue and another device was used to finish treatment, we are considering that there may have been a delay in life saving therapy and this report will be considered a serious injury. However, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
H3 other text: the customer found that the battery was not charging.

Event description:
It was reported to philips the device had a black screen problem when monitoring a patient. The clinical procedure was stopped. Another device was used to finish treatment. There was a delay in rescue. The medical staff immediately replaced the spare defibrillator monitor for use, however, the customer did not indicate whether the device was being used to shock a patient. As there was a delay in rescue and another device was used to finish treatment, we are considering that there may have been a delay in life saving therapy and this report will be considered a serious injury. There was no harm or injury to the patient. The customer found that the battery was not charging. The device was not evaluated by philips. No ECG monitoring strips or case event files were provided to philips for review. The customer replaced the battery to resolve the issue. The device remains with the customer.